Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy. The surgeon reported that the clips would not close all of the way. The surgeon completed the case with another instrument. There was no consequence to the pt.